Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative who reported that the patient had noticed swelling at the spinal incision site and had increased pain. Upon opening the back incision on (B)(6) 2019, it was found that the catheter had come out of the intrathecal space. A new spinal segment was placed and attached to the existing catheter to fix the system. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(6), product type: catheter. Patient code c76143 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the catheter had broken in so many places. The patient had been getting "spiney headaches." They could not find it on fluoroscope. They wanted to change it in emergency surgery, but there were no intensive care unit (ICU) beds for 2 days at least, so they were going to replace the catheter from the patient's brain to their pump through their abdomen not their back. This would be the second time the line had broken. The patient was having trouble with staying awake and using their legs, arms, and feet. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the volume discrepancy was not known. This was the first time the patient had greater than a 2 ml discrepancy. The patient was getting good pain relief from the pump and no other issues were reported. The hcp would watch to see if they got further discrepancies in the future. The issue was considered resolved. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at a concentration of either 400 or 450 mcg/ml and an unknown dose via an implantable pump for non-malignant pain. It was reported that during a refill on (B)(6) 2018, they took out three times as much drug as they should have. No symptoms were reported. No further issues were reported or anticipated.